Manufacturer narrative:
Batch reviews performed on 24 september 2021: lot 133263: 60 items manufactured and released on 16-oct-2013. Expiration date: 2018-sep-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event. Clinical evaluation: insert revision in tka 5 years and 9 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction.

Event description:
The patient came in reporting instability and the cause of the pain instability is unknown. About 5 years and 9 months after the primary surgery, the surgeon revised the insert std. 10mm s3 with an insert u.c. 14mm s3. The surgery was completed successfully.